Manufacturer narrative:
A field service engineer was dispatched to the customer site and confirmed the reported issue. The customer declined service from asp and had a third-party servicer (arjo) replace the oil mist filter to resolve the odor/smells issue. The service provided by the non-asp affiliated company resolved the issue; however, the unit was not returned to specifications due to the non-asp approved repairs. The customer was recommended to avoid using the unit until it is in compliance with manufacturer specifications. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the odor/smell is likely due to the oil mist filter. The third-party servicer replaced the part to resolve the issue; however, the unit was not returned to specifications due to the non-asp approved repairs. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿burnt oil smell¿ or odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.